Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative contacted the patient. The patient reported that all was good. The patient turned down their stimulation and noticed the symptoms they previously reported, soreness and numbness, were relieved and gone. The manufacturer representative told the patient that anytime they felt the soreness or numbness again, to always turn off their device and contact their doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative received information from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported experiencing muscle spasms, buttocks pain, and numbness does her right leg to her foot. Additionally the patient reported that she was not feeling stimulation. The patient reported that she is having improvement with her urinary and fecal incontinence symptoms, but the muscle spasms and numbness are bothersome. The patient also reported that she felt that the implant had "moved some." Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient didn't notify their managing healthcare professional (hcp) and said their next appointment is in (B)(6) 2017. The patient's manufacture representative (rep) notified their hcp of the issues. Patient reports being happy and all is satisfactory. The circumstances that led to the lack of stimulation, muscle spasms, pain, numbness, and possible implantable neurostimulator (ins) movement was the device programming by turning it off for a 4 day period. The symptoms and possible ins movement have been resolved. Stimulation was lowered and the patient waited for two weeks before increasing it back to normal. No further patient complications have been reported as a result of this event.